Manufacturer narrative:
(B)(4). Date sent: 9/18/2024. Additional information was requested, and the following was obtained: what were the indications for surgery? What surgical procedure was performed? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? What device was used to create the common channel? What was used to close the common opening? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? How were the post-operative issues identified? Did the device cut at all? What two anatomical structures were anastomosis together? How was the common channel closed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Answer: no additional information has been received.

Event description:
It was reported that a patient experienced a post op anastomotic leak on anterior staple line post op to an unknown procedure. The patient required an additional operation. Initial procedure completed in (B)(6) 2024. Reoperations performed less than 7 days post-op.

Manufacturer narrative:
(B)(4). Date sent 9/10/2024 d4 batch # unk b3: exact date is unk. Assumed first day of the month. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.